Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cannulated 4.0mm hexagonal screwdriver, part number 314.05, lot number 3445495). It was reported that during a hip pinning procedure to repair a femoral neck fracture, a cannulated 4.0mm hexagonal screwdriver broke while attempting to explant a 6.5mm cannulated screw. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a device history record review was performed and no nonconformances or complaint-related issues were identified. The returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to have a fracture tip with a missing a portion of approximately 5mm x 4mm. No definitive root cause was able to be determined however the failure mode is likely contributable to the application of excessive force/rough handling over 5+ years in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated 4.0mm hexagonal screwdriver broke off during a hip pinning to repair a femoral neck fracture. As the surgeon was implanting a 6.5mm cannulated screw into the femoral neck, he decided to explant the screw and replace it with another length. As the screw was being explanted, the tip of the screwdriver broke off. The piece of broken tip was easily retrieved. Nothing was left implanted. There was a less than one minute surgical delay. A screwdriver from another set was available for use. The procedure was completed successfully with no patient harm. This report is 1 of 1 for (B)(4).